Event description:
Patient found dead on the floor in his home by family member. Autopsy and equipment evaluation pending. Family returned vad equipment to vad team a few days after death. Logfiles collected from controllers and sent to abbott. Controller history showed a series of alarms the morning one day prior the patient's death that includes the following:- no external power, low voltage, power cable disconnected at 7:17 am, pump off, no external power, low voltage, power cable disconnected at 7:57 am. "Pump off, driveline disconnected, no external power, low voltage at 7:57 am . Another series of alarms the next day that includes the following:- pump off, driveline disconnected, low flow, low voltage, power cable disconnected at 17:31 pm.